Event description:
It was reported that the physician's handheld device was not holding charge as the device would shut off as soon as the charging cable is unplugged. The touch screen function was also reported to be unresponsive but the lock screen switch was confirmed to be disabled. A replacement device was to be provided to the physician. Additional information was received that the tc was able to use interrogate a demo generator with the physician's handheld without any issues and that the handheld appeared to function normally. The handheld was still being replaced and the suspected device was received for analysis on (B)(6) 2015. Analysis is underway but has not been completed to date.

Event description:
An analysis was performed on the returned handheld and it was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. The reported allegation of battery failure was not verified. No anomalies associated with the main battery were identified during the analysis. An analysis was performed on the returned flashcard and the reported allegation was verified. No anomalies associated with flashcard software were identified during the flashcard analysis.